Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised continuing using pump and to call back if problem returned, which customer acknowledged and understood.